Event description:
This lead was found dislodged on (B)(6) 2018 and was repositioned (B)(6) 2018. The lead remains actively implanted.

Manufacturer narrative:
The lead was explanted due to dislodgement during rv lead removal on (B)(6) 2023

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.